Event description:
On 08/08/2025, the patient¿s father reported the patient had been receiving occlusion alerts throughout the day after inserting a new cd steel 6mm 23" infusion set that morning. The pump displayed ¿dosing stops connect cgm or enter blood glucose (bg),¿ and the patient was using fsl3+ with 5 days left on the sensor. After reporting a drop of blood at the site, the agent instructed the patient to check bg, which read ¿extreme,¿ and had them enter it into the pump. Backup therapy was initiated 10 minutes prior. The father requested a callback in 1 hour. The patient's blood glucose (bg) was 371 mg/dl, and the patient was waiting to reconnect to the pump until back in range; another callback was requested. At 10:10 pm pst, bg had decreased to 275 mg/dl, with the patient not feeling nauseous. The father entered the bg into the ilet, but the pump continued to display ¿dosing stops connect cgm or enter bg. The agent walked user through various troubleshooting steps and communicated to warmup period. Patient will call back if there's any further questions. The patient felt nauseous and thirsty during the event. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.